Event description:
Device 1 of 2. Reference MFR report # 1627487-2013-04190. It was reported the pt had redness at the ipg site. The pt reported she had experienced heating at the ipg site while charging, but did not have the issue recently. The pt reported there were two brown marks over the ipg. The pt contacted the sjm rep a few days later to report she had been burned once while charging in the past. The pt reported she did not contact the physician and self treated the wound. There was no complaints in the physician notes regarding a heating issue. A replacement charger was sent to the pt. It was reported the pt had an appointment with the physician at a future date.

Manufacturer narrative:
Correction/removal reporting #: 1627487-07262012-001-c. This ipg serial number was included in field advisories and field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.